Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not respond due to possible moisture from sweat. The customer¿s blood glucose level was unknown. Customer stated that the plastic around the keypad was peeling off. The customer also mention damaged to belt clips. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with torn keypad overlay. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted.